Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involed a plum 360 where it was reported that during an infusion the pump was set to delivery an 8 hour infusion of saline 1000ml which would require a rate of 125ml/hr. The infusion reportedly ended early after 1hr 45minutes. Looking at the service menu device and alarm logs, there are two infusions close to the reported time frame, but cannot determine the set rates and volume to be infused. The users also mentioned that patient was prescribed antibiotics prior to the saline but could not verify if it was delivered with the same pump or when the infusion was carried out." No obvious damage to the pump. No evidence of spillage. The device was not in clinical use at the time of the event. There was patient involvement, however there was no reported patient harm.

Manufacturer narrative:
The logs were downlaoded and sent to software engineering for review. After a review of the event logs, the event log analysis team concluded: "engineering concludes that the probable cause of inaccurate over delivery is due to a user error where the rate was programmed at 999 ml/hr instead of user expected rate of 125ml/hr and vtbi at 1000ml which auto calculated the duration to 1 hour. All the infusions completed normally in the given duration and did not over deliver." See the full event log review attached for further information. The front and rear case assemblies were replaced. The pump then passed functional testing (pumping with no alarms). The customer complaint of "infusion reportedly ended early after 1hr 45minutes" was not confirmed as there was no problem found with the device during log review or testing.